Event description:
Pt was being transferred with ready lift with the motor piston fully extended.

Manufacturer narrative:
Investigation revealed the top and bottom clevis were rounded and elongated after years of use. Facility to do monthly maintenance inspection and replace actuators when wear is shown. The pt was being transferred with the actuator fully extended. We believe the lift was being turned with the pt raised in the highest position and actuator being used for leverage.